Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 300 mg/dl and 400 mg/dl and the current blood glucose level was unknown. The customer¿s blood glucose level was 336 mg/dl and 443 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and syringes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the no symptoms related to their high blood glucose level. Based on customer¿s report customer allege insulin pump was under delivery. Reason why customer alleges insulin pump was under delivering because sugars are high and insulin pump has not alarmed no delivery. The drive support cap appears normal. Customer reports insulin exited at the quick release. The insulin pump and the reservoir will not be returned for analysis.